Event description:
Feeling funny [feeling abnormal], weakness in both legs [weakness of limbs] , unable to move or walk [difficulty in walking] , muscle pain/ aching [muscle pain], swelling [swelling of legs], heat [feeling of warmth]. Case narrative: initial information received on 20-aug-2018 from united states regarding an unsolicited valid serious case received from a health authority via consumer. This case involves male patient who experienced feeling funny, weakness in both legs, unable to move or walk, muscle pain/ aching, swelling and heat (latency: same day), after he received hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, vaccination(s) and family history were not provided. The patient's past medical treatments included bilateral synvisc one injection since 8 years. On an unknown date in 2018, the patient received hylan g-f 20, sodium hyaluronate at an unknown dose once (with an unknown batch number) for an unknown indication. On the same day, the patient experienced feeling funny, weakness in both legs, unable to move or walk, muscle pain/ aching, swelling and heat. It was reported that intervention was required due the events. Final diagnosis was heat, swelling, muscle pain/ aching, unable to move or walk, weakness in both legs and feeling funny. Corrective treatment: fluids for all events. Outcome: recovering for feeling funny, heat, swelling, unable to move or walk; not recovered / not resolved for muscle pain/ aching, weakness in both legs. Seriousness criteria: intervention required. A product technical complaint (ptc) was initiated on 04-sep-2018 for 'synvisc one'. Batch number; unknown, (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 04-sep-2018. Gptc number added and results were received.